Manufacturer narrative:
(B)(4). The device was tested on simulated tissue for activation and knife function. The knife but was tested on a silicone test strip with unacceptable results. The blade was inspected under magnification and severe damage to the blade was found. Over 50% of the blade was found to be broken and missing. It is possible the customer hit a staple, metal pin or other hard substance that damaged the blade. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. The IFU also recommends cleaning the jaws with a piece of wet gauze to help minimize tissue build-up between the jaws.

Event description:
The customer originally reported that the knife blade would not advance on the device. When the device was received for evaluation, it was noted that over 50% of the knife blade was broken and missing. The site was contacted and to date has been unable to confirm the location of the missing knife components.